Event description:
It was reported that during a prostate procedure, the surgical fiber was connected and a "fiber card expired" message was received; 0 joules were expended. It is unknown how the case was completed and no additional information regarding the case is available. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. Melting/distortion was also observed at the tip. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The fiber card was analyzed and found to have reached the soft joule limit; this is likely due to premature removal of the fiber card from the laser system. Zero joules of use was confirmed. Additionally, it was found that the procedure date recorded on the fiber was (B)(6) 2012, which does not support the procedure date initially reported. It is likely that the fiber card and fiber are not associated with the same procedure. The most probable root cause of the fiber issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure. The most probable root cause of the fiber card issue was likely due to premature removal, the fiber card from the laser system.